Manufacturer narrative:
Product analysis: analysis was performed and found that the display wires were pinched with the wire insulation exposed. The hanger assembly and upper case were broken. The main seal was pinched. The display frame boss was stripped. One knob, two output connector nuts and the hanger screw were contaminated. The encoder stem was contaminated but functional. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.